Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation experienced a delayed keypad response time during testing. The cause was identified to be a processor printed circuit board which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device had a delayed keypad response. No additional information is available.

Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #3 is being corrected from blank to 06/30/2021.

Manufacturer narrative:
Correction: h10: the information that was corrected in follow-up MDR 1 was corrected in h6 and h10. No information was corrected in b6, b10, or b11.

Manufacturer narrative:
Correction: b6 and b11: additional information that was inadvertently omitted from initial MDR. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event.

Manufacturer narrative:
Correction: b10: there was a typographical error and what said b11 should have in fact stated b10.